Manufacturer narrative:
(B)(4).

Event description:
It was reported "arrow arterail line guide wire was bent when taken out of package." There was no patient involvement.

Event description:
It was reported "arrow arterail line guide wire was bent when taken out of package." There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information received indicates the issue was detected during use on a patient. The customer returned one guide wire and the product label for analysis. The product packaging was not returned. Signs of use were observed on the guide wire. Visual analysis revealed one kink towards the proximal end of the guide wire. The distal j-bend was misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 29-37 mm from the proximal tip. The guide wire length measured 352 mm, which is within the specification limits of 350.0-355.6 mm per current guide wire product drawing. The guide wire outer diameter measured 0.610 mm, which is within the specification limits of 0.610-0.635 mm per current guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through a lab inventory 20ga introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were intact. The current IFU provided with this kit warns the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between 3.1-4.2 cm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and the investigation did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "arrow arterail line guide wire was bent when taken out of package."

Manufacturer narrative:
Qn# (B)(4). Section h.6.-adverse event problem codes corrected to: health effect - clinical code: 4582. Health effect - impact code: 2199, 4642.